Event description:
It was reported to philips that the flexvision monitor was unable to display live and reference images. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another lab. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitors were unable to display live and reference images. Upon functional testing, the fse found that there was no power on the r cabinet. To resolve the issue, the fse moved the 2ny connection from x32 to x31. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.